Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 23 alarms noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting. The customer mentioned this alarm was not able to be cleared. The device will be returned for analysis.